Event description:
The product complaint report shows the customer alleged that while preparing the unit for pt use, the therapist noted the audible alarm was not operating. A hospital's bio-medical technician inspected the device and noticed that the support arm was pinching the alarm wires. After removing the arm, the alarm functioned normally. As a precaution the technician has removed and replaced the audible alarm assembly. This report is not an admission by co that this device caused or contributed to the event alleged in this report.